Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure during automatic set up, no noise was seen on the chosen sensing vector of primary. However, during defibrillation threshold (dft) testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to detect the ventricular fibrillation (vf). A multitude of noise was seen during the dft testing, but appropriately detected by the s-ICD as noise. The patient was successfully externally defibrillated. A second dft attempt was made where the vf was again not detected and noise was again observed. The device detected some of the noise and also inappropriately sensed some of the noise. The patient was again successfully externally defibrillated. A manual setup was performed where it was noted that the secondary vector is the only vector with no noise on the baseline. A third dft test was attempt on the secondary vector. The vf was well detected with no noise and the s-ICD delivered an effective 65 joule shock with an impedance measurement of 61 ohms. The physician hypothesized that muscle contractions on the proximal electrode were being sensed. Another review of the sensing vectors found good sensing in secondary, however both primary and alternate vectors had small baseline noise not similar to what was seen previously. The physician re-opened the pocket to check connections and found nothing abnormal. The electrode was securely connected and no air pockets were observed. The physician elected to change out the electrode to ensure appropriate function. Upon connection of the s-ICD to the new electrode the same baseline noise was observed in primary and alternate sensing vectors with no noise in the secondary vector. The physician chose to wait to do another dft test after 48 hours of the procedure. The boston scientific technical services (ts) was consulted and discussed during the induction, the system use the coil and the can to create a far field pacing with very high frequency. This can induce the muscles, especially the diaphragm, to have a spasm reaction. It was believed that the induction of vf engaged the diaphragmatic muscles and caused myopotential oversensing thus under-detection of the induced vf. The original s-ICD and new electrode remain implanted in the patient with no additional adverse patient effects.

Event description:
It was reported that during the implant procedure during automatic set up, no noise was seen on the chosen sensing vector of primary. However, during defibrillation threshold (dft) testing the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to detect the ventricular fibrillation (vf). A multitude of noise was seen during the dft testing, but appropriately detected by the s-ICD as noise. The patient was successfully externally defibrillated. A second dft attempt was made where the vf was again not detected and noise was again observed. The device detected some of the noise and also inappropriately sensed some of the noise. The patient was again successfully externally defibrillated. A manual setup was performed where it was noted that the secondary vector is the only vector with no noise on the baseline. A third dft test was attempt on the secondary vector. The vf was well detected with no noise and the s-ICD delivered an effective 65 joule shock with an impedance measurement of 61 ohms. The physician hypothesized that muscle contractions on the proximal electrode were being sensed. Another review of the sensing vectors found good sensing in secondary, however both primary and alternate vectors had small baseline noise not similar to what was seen previously. The physician re-opened the pocket to check connections and found nothing abnormal. The electrode was securely connected and no air pockets were observed. The physician elected to change out the electrode to ensure appropriate function. Upon connection of the s-ICD to the new electrode the same baseline noise was observed in primary and alternate sensing vectors with no noise in the secondary vector. The physician chose to wait to do another dft test after 48 hours of the procedure. The boston scientific technical services (ts) was consulted and discussed during the induction, the system use the coil and the can to create a far field pacing with very high frequency. This can induce the muscles, especially the diaphragm, to have a spasm reaction. It was believed that the induction of vf engaged the diaphragmatic muscles and caused myopotential oversensing thus under-detection of the induced vf. The original s-ICD and new electrode remain implanted in the patient with no additional adverse patient effects. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.